Manufacturer narrative:
Per -1510 initial report, this initial report is being submitted retrospectively as per FDA request. Post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the return of the explanted devices was requested in order to progress with this investigation, however, not all was provided and thus there was only very limited information available. Corin have been informed that the surgeon believed the patient had not been compliant with post-operative weightbearing and activity restrictions, thus leading to fracture of the acetabulum and the required revision. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this case it has been concluded that the required revision was due to the patient not following post-operative instructions and not due to a fault or malfunction with the device. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 2 months due to fracture of the acetabulum.